Event description:
It was reported that the percutaneous thrombolytic device (ptd) was being used on the pt's arteriovenous (av) fistula. The catheter was inserted and somehow the orange basket guard slipped off of the fragmentation basket and the spring wire guide (swg) became tangled. As a result, the catheter was removed from the pt and another kit was opened and used to successfully complete the procedure. It is unk if there was a delay in treatment. There was no pt death or no pt complications reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.